Manufacturer narrative:
Pump passed displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit tested successfully no alarms noted. Unit was successfully downloaded using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. During download review using adapt tool it recorded pump error 53 (esf2022281, file number = 26 and line number = 3540) triggered once on (B)(6) 2024 at 06:32:40. Per engineering troubleshooting guide, it was determined that pump error 53 was triggered by a software issue due to race condition when a higher priority fault is auto cleared before it is requested by ui task. Problem isolated to electron assemblies. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Force sensor zero offset within specification 23 mv. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case and scratched case. In conclusion, pump error 53 alarm was confirmed due to software issue. Problem isolated to electronic assemblies. Cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a crack on her pump, received pump error 53 on the pump, and reported the transmitter had a small crack on it. Troubleshooting was performed and the customer successfully cleared the alarm and rewound the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan as per health care professional instructions. The product will be replaced. The product will be returned for analysis.